Event description:
It is reported that when the stem was opened the inner cavity was broken and had a black material on the neck. A different stem was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.